Event description:
A 24mm diameter x 14mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. It was reported that one limb of the stent graft became occluded. The pt was treated with tissue plasminogen activator (tpa); however, the pt started bleeding. The pt was converted to open surgical aneurysm repair, and the device was explanted. No clinical sequelae were reported, and the pt is reported to be fine. Receipt and analysis of the explanted stent graft are pending.